Event description:
It was reported that a customer experienced an issue with their pump battery not charging, leading to the pump shutting down. There was no adverse impact to the customer's blood glucose level. Technical support instructed the customer to try different charging methods, but the problem persisted. As a result, technical support decided to replace the pump. The customer was advised to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery.